Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, constant air in line alarm, which was not reproduced but confirmed during a review of the device event history log. Evaluation found continuity on the upstream sensor tail pins. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message during therapy (medication, programmed amount and delivery rate unknown) in the medical surgical care area. It was also reported there was no patient injury.